Event description:
A surgeon reported that two years following intraocular lens(iol) implant surgery the pt is experiencing glare at night and when driving. He stated the pt had posterior capsule opacification(pco) and a yag capsulotomy was performed. He reported following the procedure the pt had good vision, but two weeks later the pt started experiencing glare at night time. He stated that the vision in right eye is worse than the left eye in terms of contrast sensitivity and color. He reported he has prescribed the pt a medication for his symptoms. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).